Event description:
Allegedly in 2007, the pt was walking through the supermarket parking lot and felt/heard a click in his right thigh and began experiencing severe right thigh pain and inability to bear weight. His femoral stem had fractured and was subsequently revised.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. The user facility has not been identified, therefore, no medwatch 3500a can be requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00003. The following dates are estimated. Only the month/year is known: date of event, explant date. The following dates are estimated. Only the year is known: implant date.